Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer is reusing supplies. Tandem clinical support educated the customer to not reuse supplies. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.